Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 22.6cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23jul2020. It was reported that shaft kink occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for treatment; however, the proximal shaft was bent. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube separation.